Event description:
On 12/23/97, a 600cc transfer pack, with allogeneic bone marrow product inside, leaked after ten minutes of being centrifuged at 3200 rpm. The leak was noted when the centrifuge door was opened. The product was immediately transferred to another container. The product was given to the recipient within two hours of this event. As on 1/6/98, the recipient had not manifested any negative response as a result of this event. The reporter indicated the salvaged marrow and final product were both cultured. He stated four organisms had been identified but did not only verify what these results and stated they were in the process of reviewing their own procedures. The reporter was not willing to give any more info than what is provided here.